Manufacturer narrative:
Clinical investigation: a peritoneal dialysis registered nurse (pdrn) contacted technical support to report a male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) encountered drain complications (drain line blocked message) for two consecutive nights. Treatment data was reviewed and there was no increased intraperitoneal volume (iipv). It was also reported that the patient was in the hospital a car accident and developed peritonitis. Additional information was obtained through follow-up and per the pdrn, the patient presented to the clinic with drain issues, constipation and abdominal pain and was subsequently hospitalized with a diagnosis of peritonitis. Pd effluent cultures (unknown draw date) were positive for pseudomonas bacteria (species unknown). According to the pdrn the patient had just transitioned completely to pd therapy on (B)(6) 2018 and had an untreated exit site infection that could be the cause of the peritonitis. Hospital course is unknown. It is unknown if the patient was discharged from the hospital for the peritonitis event. There is a temporal association between the patient¿s abdominal pain, constipation, and drain complication leading to peritonitis with subsequent hospitalization and pd therapy on the liberty cycler with fmc cassette. There is no documentation to show a causal relationship between the peritonitis and the liberty cycler or fmc cassette. Additionally, the patient had an untreated exit site infection when he initiated his pd therapy on which is a possible cause of the peritonitis. There is no allegation of a machine malfunction, deficiency, or reported cassette leak related to the peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a ¿drain line is blocked¿ message during treatment while in the hospital. Upon follow up with the peritoneal dialysis nurse (pdrn) it was reported that the patient presented with drain issues, constipation, and abdominal pain. The patient was subsequently hospitalized for peritonitis. Cultures were taken and came back positive for pseudomonas bacteria. The treatment rendered at the hospital was unknown. The patient is currently in the hospital continuing with pd therapy. Per the pdrn, the patient had an untreated exit site infection initially which may be the cause of the peritonitis. Additional information was requested, however, unable to be obtained.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.